Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance and bipolar undersensing. The pulse generator was programmed to vvi mode and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.